Event description:
It was reported that the icm 120v4 12.0mm implantable collamer lens had a defect. No patient contact.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that the footplates were broken and there was evidence of a clear surgical residue.